Event description:
Posterior mandibular distraction- distraction surgery in 2003, started the distraction 6 days later. When dr tried to turn the left flexible shaft with the driver, the flexible shaft came off from the distractor. Revision surgery 3 days later.